Manufacturer narrative:
Concomitant medical products: product type: lead, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient, product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(4).

Event description:
The patient reported that the programmer would not power on/turn on; however, she was unable to get replacement batteries for one week. The patient indicated that because she was not able to turn stimulation on as she was not able to make arrangement to purchase replacement batteries for the programmer, her pain returned. The patient said that the programmer was now turning on, however, the programmer was not connecting with her implant. Troubleshooting was performed and the patient was able to sync with the implant, get to the therapy screen, stimulation was on, and the patient could feel it. Indication for use included failed back surgery syndrome, lumbar radiculopathy, and spinal pain.